Manufacturer narrative:
Film evaluation results are: the exact cause of the reported proximal type I endoleak could not be conclusively determined from the pre-implant cta's and pre-implant 3d recon report provided. The films during implant procedure were not provided. The pre-implant cta's and 3d recon report showed there was moderate amount of calcification present in the proximal aortic neck, and that the proximal aortic neck was severely angulated (~ 80 deg relative to the mid aaa). It is possible that implanting the stent graft in calcified and highly angulated aortic neck may have contributed to the event. Off-label, unapproved or contraindicated use (aortic neck angulation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 73 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 24 mm to 22 mm in diameter along a 32 mm length. There was a previous calcium lesion in the descending thoracic aorta [mid t12] and calcium present from the renal arteries to the external iliac arteries. It was reported that during the index procedure, an angiogram revealed a proximal type I endoleak. The physician elected to re-balloon the proximal neck of the endurant iis stent graft bifurcate but the endoleak persisted. The physician ballooned the proximal neck of the endurant iis stent graft bifurcate again and confirmed the endoleak was not a type iii. The proximal type I endoleak continued to persist. The physician then elected to implant an aortic cuff and the endoleak was resolved. Per the physician, the cause of the endoleak was unknown but may have been due to the presence of calcium. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.